Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that during a routine follow-up, the longevity of this device was not as expected. Data was then collected and forwarded to technical services for a longevity evaluation. The diagnostic evaluation confirmed the device was exhibiting an accelerate rate of consumption; device replacement was recommended and later completed in absence of any adverse patient effects. The explanted unit was later returned for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, another report will be completed.

Event description:
It was reported that during a routine follow-up, the longevity of this device was not as expected. Data was then collected and forwarded to technical services for a longevity evaluation. The diagnostic evaluation confirmed the device was exhibiting an accelerate rate of consumption; device replacement was recommended and later completed in absence of any adverse patient effects. The explanted unit was later returned for analysis.